Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using batteries and led segments on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms. The device was able to obtain readings but the readings were not clear due to the missing led segments. An internal inspection of the device was conducted and the failed led segments have open circuits across two nodes, preventing the display from illuminating the missing led segments. Two led segments d2 and d1 on the instrument board have failed, resulting in display segments being blank. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the third led of the numeric display does not illuminate. No consequences or impact to patient were reported.